Event description:
It was reported that during laparoscopic appendectomy procedure, the surgeon placed the device on the appendix and saw a loose staple on the proximal part of the device when it fired. When the surgeon observed the staple line it had fire on the distal end and cut and stapled half way. The distal staples were loose and fell into the abdomen; it is unknown if all the staples were removed. They did not report malformed staples during the review of the staple line. They completed the procedure with a new like device. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.